Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). Pre-existing conditions were noted on the per and include the patient's vanadium allergy. The reported device was located on tooth # 6 and was used for an unknown period of time. Pictures or x-ray images of the implant site were not provided to evaluation the reported medical event. DHR review was completed for the subject lot number (lot # 63863657). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st# 3359) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 63863657) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (allergic reaction) or device (tsvtb11). Therefore, based on the available information, device malfunction could not be verified and the reported event is non-verifiable. The following sections have been updated: date of this report. Device brand name. Unique identifier (UDI) number: (B)(4). Device catalog/ lot number/ expiration date. Initial reported address/ telephone/ fax number. Date received by manufacturer. PMA/510(k) number. Checked "follow-up." Checked follow-up type. Device manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
Additional information received confirmed implant to be tsvtb11 lot# 63863657.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Device was not returned.

Event description:
It was reported an unknown zimmer implant failure at site location 5 due to allergic reaction.